Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation and the hygiene microbiological investigation report. The device was evaluated where no abnormalities were found though there were several technical defects such as scratches inside the cylinders and channel mount unit, wear and tear in the biopsy channel. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. The hygiene microbiological investigation report indicated that on (B)(6) 2021 all scope channels were cultured and tested positive for four (4) unit forming colonies (ufc) of pseudomonas spp. A second culture was performed on (B)(6) 2021 and again all channels on the scope were cultured and tested positive for two (2) unit forming colonies (ufc) of pseudomonas spp. A third culture was performed on (B)(6) 2021 and again all channels on the scope were cultured and tested positive for one (1) unit forming colonies (ufc) of aspergillus species. After being repaired and reprocessed per the instructions for use (IFU) and sent out for additional testing, the microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "warning: thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization evaluation was performed the by the customer. The last sampling date was (B)(6), 2021. There was no patient infection. The sampling was routine. Scopeclean by albyn medical was used for manual treatment/bedside precleaning along with aniosyme x3 detergent. The biopsy valve, air valve, and suction valve were automatically cleaned. Soluscope s4 was used as the automatic endoscope reprocessor (aer) along with soluscope cln detergent and soluscope paa peracetic acid disinfectant. The scope was stored horizontally. Maintenance was provided by olympus. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the channels of the evis exera ii ultrasound gastrovideoscope tested positive for over one hundred (100) colony forming units (cfu) of morganella morganii. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.